Event description:
While testing patient samples on the axsym total b-hcg assay, the customer received error code 1064 (invalid test result, intercept too high) on an undiluted sample and error code 1118 (invalid test result, intercept too low) on the 1:10 and 1:200 auto dilutions. There was no impact to patient management reported.

Manufacturer narrative:
Testing was not performed since this issue has previously been investigated. Below is a summary of the previous investigation: analytical laboratory testing revealed that the presence of aggregate material in the b-hcg specimen diluent caused an increase in the background of the specimen diluent, which resulted in axsym error code 1118 and differences in concentration values when patient specimens were diluted. The formation of these aggregates is specific for the b-hcg specimen diluent (9c21j) formulation, where an interaction occurs between the bovine plasma diagnostic base (pdb) and normal goat serum (ngs). The aggregates may clog the matrix cell and reaction cell of the axsym and imx analyzers, respectively. Protein aggregates found in the b-hcg specimen diluent may cause a decreased flow rate of the matrix cell that can result in increased background rates in the assay due to residual conjugate being present when substrate is added to the immunoassay reaction. This reduction in flow rate is associated with axsym error code 1118. As a result of the investigation, pdb will no longer be used to manufacture b-hcg specimen diluent. The corrective action is to reformulate the axsym total b-hcg specimen diluent and alternatives to pdb are being evaluated. This is the final report. End of report.